Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) mentioned that the customer had reported the drawer had corrected itself. The drawer was operational, and no further investigation was required from the fse. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The cubie pocket was unable to open due to invalid memory and unreadable memory. The station was rebooted and the drawer was recovered, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.